Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle did not present fully and could not be accessed. Attempts to back down the needles to their original position were not successful. The pt was sent for surgical removal of the device. A singls stitch was placed for primary closure of the arteriotomy. The pt did fine after surgery and was discharged to home the next morning.